Event description:
It was reported that the customer was unable to charge their pump and it would not turn on even when plugged in. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.